Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to impedance measurements high out of range on the right atrial (ra) lead. Technical services (ts) also observed noise on the atrial channel. Ts provided guidance on this issue. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5 and f10 with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to impedance measurements high out of range on the right atrial (ra) lead. Technical services (ts) also observed noise on the atrial channel. Ts provided guidance on this issue. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field stating this ra exhibited fractured and dislodgment. A lead revision procedure was recommended; however, no date has been scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5 and f10 with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to impedance measurements high out of range on the right atrial (ra) lead. Technical services (ts) also observed noise on the atrial channel. Ts provided guidance on this issue. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field stating this ra exhibited fractured. A lead revision procedure has been scheduled. No adverse patient effects were reported.